Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon attempted to apply clips to cystic duct. The clips would not close completely. There was no consequence to the pt. Rpo